Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of embolism and transient ischemic attack, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the embolic transient ischemic attack. It was reported that this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). On (B)(6) 2019 two mitraclips were implanted reducing mr grade to 1. The patient was discharged home on (B)(6) 2019. On (B)(6) 2019 the patient was seen in the emergency room for two transient ischemic attacks that were treated with thrombolysis. The condition improved significantly and was considered resolved on (B)(6) 2019. Computed tomography shows significant atherosclerosis. The echocardiogram showed mr grade 1. The origin of the emboli is unknown, but it is possibly related to the mitraclip procedure. No additional information was provided.